Manufacturer narrative:
The company service representative replaced the system and disclosure hard drives. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the display turned blue. The customer's maintenance personnel rebooted the system and monitoring was continued. No patient injury was reported.